Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to elevated blood glucose (bg) levels (493 mg/dl) and diabetic ketoacidosis. During troubleshooting with tandem technical support it was found that the customer received an occlusion alarm and a resume pump alarm due to the occlusion alarm not being cleared and insulin delivery resumed. Customer was treated through intravenous insulin drip and injections. System check with tandem technical support was performed and insulin drips were seen coming from the tubing. Customer stated they are unsure if the cannula was compromised. Customer stated the hospital threw the cannula away. Customer was released from the hospital from the hospital (B)(6) 2017.